Manufacturer narrative:
Manufacturer's investigation conclusions: the report of small white particles inside the centrimag blood pump was confirmed based on the evaluation of the returned device. The centrimag blood pump, lot number l05052-la3, was returned with approximately 4-inch sections of tubing connected to the inlet and outlet ports. The open ends of the tubing were plugged to contain priming fluid within the device. Visual inspection of the returned device revealed the presence of small, white particles within the blood pump and tubing. In addition, the bottom of two adjacent impeller blades showed evidence of abrasion and appeared to be flaking. Microscopic inspection of the pump revealed that the appearance of the white particles in the priming solution was similar to that of the flaking material found on the two damaged impeller blades, suggesting that the white particles within the device were not foreign debris but originated from the impeller blades. Moreover, scratches following the trajectory of the spinning impeller blades were observed within pump housing. The blood pump was functionally tested with a test motor in both a liquid and liquid-free environment and functioned as intended. The pump impeller levitated and rotated freely without any abnormal noises. Following functional testing, the blood pump was cut concentrically to further inspect its interior. Visual inspection confirmed damage on two of the impeller blades as well as visible cuts on the interior of the pump housing material, which aligned with the location of damage on the impeller blades. The evaluation findings of the returned device suggest that the spinning impeller contacted the pump housing during priming, resulting in abrasion of the impeller blades and presence of white particles within the circuit. Based on previous complaint experience, improper insertion of the blood pump within the motor receptacle has the potential to result in contact between the impeller and pump housing to cause damage to the impeller blades and subsequent dispersion of white particles within the circuit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the priming of the centrimag system, the perfusionist noticed small white particles that looked like plastic inside the blood pump. The blood pump was replaced. The system was not yet connected to the patient when the issue was noticed and the pump was replaced. No further information was provided.